Event description:
On (B)(6) 2011, a vns patient's mother reported that patient's scars from her last full revision surgery are terrible and look like railroad tracks. The mother reported that the scars are not causing any problems except that they do not cosmetically look good. The patient is going to an ear nose and throat surgeon to have her adenoids and tonsils taken out due to sleep apnea and at that time the surgeon is going to revise her scars using a laser. The patients neurologist reported that the patient's mother never reported when the sleep apnea was first observed. The patient was first seen by the physician in (B)(6) 2011 and he had a sleep study performed on the patient in (B)(6) 2011 that showed obstructive sleep apnea. The physician stated that the sleep apnea is probably not related to vns and probably not occurring with stimulation. The patient's most recent settings were reported to be output=1.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.1min; the settings for the magnet were not provided. The physician stated that the patient was referred to the ear nose and throat surgeon for tonsillectomy as an intervention for the sleep apnea. No causal or contributory programming or medication changes preceded the onset of the sleep apnea. The physician does not know if the patient has a medical history of sleep apnea prior to being implanted with vns. The patient's programming history was reviewed and the last system diagnostics were performed on (B)(6) 2010 which showed output=ok/lead impedance=ok/impedance value=2584ohms/time to eri=10years.